Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tracheal cuff did not inflate after intubation into patient. When it was tried to inject air into the cuff after extubation once, inflation was found to be failed, so re-intubation was performed with a new tube.

Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation. The returned unit was inflated using the parameters set. The bronchial cuff inflated without any issue however the tracheal cuff failed to inflate. Visual examination shows that there is a slit in the main body of the tracheal cuff. Further examination of the cuff body using the microvu shows that the slit is clean cut measuring 3.8mm in length. This type of damage is indicative of the cuff body coming in contact with a sharp utensil or object. The single wall thickness and found to be within the blueprint specification. The most probable root cause is the cuff body came in contact with a sharp utensil or object. All of our products undergo a four hour inflate / deflate test and it is at this stage of the process that any defects are removed from the lot. The unit returned for evaluation would not have passed this inspection. Please refer to our ¿instructions for use¿ under the section ¿warnings / precaution (cuff-related):¿ where it states ¿various bony anatomical structures (e.g., teeth) within the intubation route or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during intubation which would create the need to subject the patient to the trauma of extubation and re-intubation. If either cuff is damaged, the tube should not be used¿. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.